Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at generator change due to eri, rv lead threshold was found to be increased. The lead was capped and replaced. The patient condition is stable.